Event description:
Reportable based on device analysis completed on 31oct2025. It was reported that balloon leak occurred. The 35% stenosed target lesion was located in the severely calcified vessel. A 2.0mm x 100mm x 150cm coyote was advanced for dilation. During the procedure, upon inserting and inflating the balloon, it was noted that the balloon was rapidly losing pressure and contrast leakage from the insufflator. After removal, a small leak near the port was found, causing the loss of pressure. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon hole.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole to the balloon and guidewire lumen 57mm from the tip.